Event description:
Additional information was provided that the patient returned to their clinic for follow-up. During the device check, all measurements were noted to be good. No adverse patient effects were reported, and there were no changes to the lead.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited low shock impedances of less than 20 ohms. The patient's clinic was notified of this and it was noted that the patient would be brought in for further testing. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that this was a device related issue, not a lead issue.